Event description:
This patient presented for extraction of a right ventricle lead, indwelling x 132 months. A spectranetics 16fr glidelight laser sheath was used for the extraction. After the lead was removed, the patient experienced hypovolemic changes and a tee showed an effusion into the pericardium. A spectranetics bridge balloon was used to occlude the bleeding. A sternotomy was performed and an svc tear was repaired. The patient survived the procedure.